Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the row e on drawer 3-1 pockets were failed and not on bus. A field service engineer cleaned as reseated the row board header connection and rebooted but the issue persisted. Then the engineer removed the row e board from the drawer, cleaned and reseated its row board connection, and rebooted the system to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer 3-1 pockets in row e were failed. The customer stated that the malfunction occurred when a user was tried to issue medication to the patients. However, there were no adverse events or injuries reported based on this event.